Manufacturer narrative:
Per the instructions for use (IFU), coronary flow obstruction is a potential adverse event associated with the tavr procedure. The IFU cautions that the safety and effectiveness have not been established for patients with bulky calcified aortic valve leaflets in close proximity to coronary ostia. Coronary occlusion can result in myocardial ischemia or infarction due to obstruction of the coronary blood flow and may require intervention (e.g. Pci). There are multiple patient factors that could contribute to coronary occlusion by the prosthetic valve or native valve leaflets, including a minimal distance between the native annulus and the coronary ostia, bulky calcification, long native leaflets, and obliterated coronary sinuses. Procedural factors such as torn native leaflet during bav, plaque shift, deployment of the bioprosthetic heart valve too aortic and significant valve over sizing could also contribute to this complication. The edwards thv training manuals advise the operator on pre-procedure assessment of the aortic valve, root, and coronary anatomy. Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve (thv). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The physician is instructed to evaluate this risk early in the patient screening process in all patients the following factors should be considered: degree of calcification on leaflets, annulus to coronary ostia distance, length of the valve leaflet, width of the valsalva sinuses, movement of the leaflets during bav, patency of coronaries during bav, and expanded height of the intended thv. The training manuals also provide the following tips for detecting risk for left main occlusion: (1) aortogram or tee prior to thv implantation to reveal bulky calcified leaflets; (2) during pre-dilatation, note bulky calcification on valve moving towards ostium on left main; and (3) consider aortogram during valvuloplasty to assess coronary flow. Per the instructions for use (IFU), valve malposition requiring intervention is a known potential adverse event associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to aortic malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally or bulky/severely calcified aortic leaflets, preserved ejection fraction, significant mitral annular calcification (mac), loss of pacing capture, rapid deployment, release of stored tension during deployment, and movement of the delivery system by the operator. Deployment of the sapien 3 valve too aortic has the potential to contribute to suboptimal coaptation of the sapien 3 valve leaflets and cause central aortic insufficiency; it can obstruct the coronary ostia; and lead to embolization of the prosthesis into the ascending aorta. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. Although the cause of the too aortic placement of the valve was not confirmed, investigation results suggest/indicate in addition to the procedure itself, patient factors (mild valvular calcification) may have contributed to the high positioning of the valve. The higher than intended positon of the valve, the low lca ostium height and the long lcc leaflet likely contributed to the reported stenosis of the lca and the subsequent pci and placement of a stent. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our affiliate in (B)(6), post deployment of a 26mm sapien 3 valve, stenosis of the left coronary artery (lca) occurred. As reported, during a transfemoral tavr procedure, prior to the deployment of a sapien 3 valve, it was noted that the left coronary cusp (lcc) leaflet was longer than the coronary artery height. Protection of the lca was performed. Balloon aortic valvuloplasty (bav) was skipped. The sapien 3 valve was placed at a 60:40 aortic/ventricular (a/v) position. The valve was deployed with nominal volume and landed in an unintentional 90:10 a/v position. The upper end of the valve was located higher that the lca ostium. Post valve deployment, intravascular ultrasound (ivus) showed findings of lca stenosis. Percutaneous coronary intervention (pci) was performed. A stent graft was implanted and the lca stenosis was released. The valve remains implanted in the patient. The native annular valve area measured 496mm2 by CT. Mild valvular calcification and mild aortic root calcification was reported. The lca height measured 12.6mm. The lcc leaflet measured 17.4mm.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.